Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-05980, related manufacturer reference number: 2017865-2021-05981. It was reported that the patient had their pacemaker atrial, and ventricular explanted due to a suspected pocket infection. The patient was stable throughout.